Event description:
This is a spontaneous report by a consumer in (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown therapy. On an unreported date, the patient began dianeal pd2 unknown (dose, lot number and frequency not reported) therapy per continuous automated peritoneal dialysis (capd). On an unreported date in 2011, a break in aseptic technique occurred. On (B)(6) 2011, the patient was hospitalized for peritonitis manifested as cloudy dialysate and abdominal pain. The cause of the peritonitis was the break in aseptic technique. The patient was treated with ciprofloxacin 500mg three times daily (route not reported) for the peritonitis. The patient was discharged from the hospital on an unreported date in (B)(6) 2011. On (B)(6) 2011, the patient was re-hospitalized for the event of peritonitis manifested by cloudy effluent and abdominal pain. The patient was not treated with antibiotics. It was not reported if the event of peritonitis or break in aseptic technique resolved. It was not reported if dianeal pd2 therapy was ongoing. Concomitant medications were not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.